Event description:
Report rec'd of a tubing separation at the upper y-site during use. The administration set was in use during an unspecified surgical procedure. It primed without problems ane was in use for "awhile". At the point, the tubing came apart just below the upper y-site and the distal portion fell to the floor. Retrograde bleedback into the line occurred, however the anesthesiologist noted the problem right away and only a few drops of blood were lost. The anesthesiologist pushed the two pieces togetherr and taped them securely. He was not able to change out the set at that time because he could not disturb the sterile surgical field. The tubing was discontinued at the end of the procedure. Customer contact reports that the upper y-site was not being used at the time of the incident and there was no tension pulling on the distal end of the set. There were no reports of any adverse sequelae to the pt.